Event description:
The pt was a high risk pt with ca, abscessed bladder that led to sepsis, and arthritis that was treated with steroids. The pt was presented with anterior wall myocardial infarction (mi). Bifurcation lesion in the left anterior descending (lad) diagonal branch was treated with two cypher stents using the crush technique. Another lesion in the circumflex also treated with a self expanding stent (ses). The pt was given plavix and aspirin post procedure. Three days after the procedure, the pt was presented with subacute thrombosis in the lad, and was treated with another self expanding stent (ses).

Manufacturer narrative:
Two cypher stents with unk catalog and lot numbers are represented by this report. The products are not available for analysis. Add'l info will be submitted within thirty days upon receipt.